Event description:
It was reported that the customer received an occlusion alarm. There was no reported impact to the customer's blood glucose level. The customer cleared the alarm and resumed insulin delivery. The customer did not have time to troubleshoot with tandem technical support to determine a possible cause of the occlusion. The customer indicated that the cartridge and infusion set were due to be changed.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.